Event description:
Customer alleges she just got the lift chair and while reclining in the chair the back broke causing her to fall out.

Event description:
Customer alleges she just got the lift chair and while reclining in the chair the back broke causing her to fall out.

Manufacturer narrative:
The device was returned and evaluated. Evaluation revealed structural collapse of wooden box frame.

Manufacturer narrative:
The device has been made available for evaluation. Should further information become available, a follow-up report will then be issued.